Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to replicate the issue. However, they were able to visually confirm the pak used, was non-conforming. The pak was then replaced and the system was tested with the new pak. The system was then found to have no problems after the pak replacement occurred. Based upon the information available, the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to have no problem related to the console. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that no air was coming from the console and they were unable to switch to air mode because the connection part of the console was flashing green, preventing the switch. The fluid and air exchange line was replaced, but the issue persisted. The surgery was completed by modifying the procedure type, with additional laser treatment applied to the area of the retina that appeared weak. There was no harm to the patient.